Manufacturer narrative:
During troubleshooting with the customer, an olympus remote service representative instructed the customer to ensure that the device's cooling fans were not obstructed. The customer ultimately replaced the bulb and reset the device's hours counter. The remote service representative informed the customer that once a bulb exceeds 500 hours of use, it may exhibit erratic behavior. The olympus representative walked the customer through reseating the device connections, and all functions were then tested and confirmed to be working. The customer needed no further assistance with their device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
It was reported by the customer that their evis exera iii xenon light source displayed an e102 lamp error at the end of a diagnostic endoscopic procedure. The procedure was completed with the same device. There was no delay. The customer also reported that the spare lamp indicator was on, and that they intended to change out the lamp. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error and the emergency light display being on could not be identified. Olympus will continue to monitor field performance for this device.